Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. One unpackaged ar-8500bc was received for investigation. The returned device was visually inspected, and it was noted that the inner tube was broken off at the proximal end close to the tube weld to the internal hub. No functional test was performed on this device that arrived with the inner tube broken off. The observed event is most likely caused by user mechanical damage to the device, such as prying/leveraging or excessive bending forces applied during use.

Event description:
It was reported that during an ankle arthroscopy the inner part of the bone cutter broke. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. *** update 25-may-2023 nen: further information revealed that the bone cutter broke inside the patient. The broken pieces were retrieved from patient.